Event description:
The devices were shipped via federal express to the incorrect address. The pt was at the medical facility in the operating room holding area with IV started and the procedure had to be re-scheduled due to late shipment.